Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. Fse confirmed the event was due to waste backed up into waste chute preventing cup transfer to put used test cups into waste chute causing cup transfer error. During evaluation, fse found a pinched test cup between the stc lane and stc lane bracket. Fse removed the test cup and the system performed an "all set home". Fse then performed a daily check without any errors. The customer ran quality control with acceptable results. The instrument was verified as operational. There was no further action required by fse. The instrument was installed on 23-feb-2018. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 23-feb-2018 through 30-may 2018. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4 - error messages states the following: [4193] y-axis cup transfer z-axis home overrun: cause: the home sensor activated improperly after movement of the y-axis cup transfer z-axis. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution : contact tosoh service center or local representatives. The most probable cause of the 4193 y-axis cup transfer z-axis home overrun error message was a clogged waste chute.

Event description:
A customer reported error message 4193 y-axis cup transfer z-axis home overrun with the aia-2000 instrument. Technical support (ts) had the customer to perform and "all set home" and the error reoccurred. Ts then instructed the customer to shut down the analyzer and the computer completely but the error persisted when the system was brought back up. The customer raised the hood to assess for any dropped cups but there were none. However, upon further follow-up, the customer reported that the waste was full. When they opened the lower door and pulled out the waste box, they could hear test cups falling from inside the instrument. The customer cleared the waste box. The next day, the customer called and reported that after loading tips into the sorter and closed the sorter door, the sorter made a noise and gave an error for the stc lane when the sorter was trying to do inventory. The customer checked for test cups in the stc mechanism and all drawers in the sorter and did not find any. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.